Event description:
The manufacturer received information regarding a philips CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. There were some secondary findings like heater plate was burn. Heater plate needs to be replaced.